Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/27/2023, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-13319 drill for hto titanium screws had an issue during a tibial osteotomy procedure on (B)(6) 2023. The drill broke during the procedure, the surgeon used another available drill to complete the surgery successfully. No piece broke off inside the patient. This occurred during use with no patient harm. Additional information has been requested. On 10/2/2023, the arthrex subsidiary employee provided the following information via email: the drill was inside the patient when it broke. All fragments were retrieved. The bone quality of the patient was not provided. There was no case delay reported.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which shows that the flutes of the drill had broken. The most likely cause for the reported failure can be attributed to a user error of the device due to misalignment insertion and/or prying/leveraging the device during insertion.

Manufacturer narrative:
The complaint allegation is confirmed. Upon visual inspection, it was noted that the shaft of the drill for hto titanium screws had broken off. Dimensional testing was performed, and the dimension ø.126 ± .001 was between tolerance. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage in the field. Manufacturing date 2019.